Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Complaint no: cmplnt-(B)(4). This report is for a use error failure to follow therapy steps which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced a use error failure to follow therapy steps during peritoneal dialysis (pd) therapy, resulting in peritonitis. The use error was further described as the patient cut the patient line with a pocket knife and reconnected the patient line to the transfer set. The peritonitis was manifested by severe abdominal pain and cloudy effluent. On the same day as onset, the patient began treatment with vancomycin (1g, one dose intraperitoneally) tobramycin (142mg loading dose followed by 99.6mg per day for four days, intraperitoneally) and heparin (intraperitoneally, for dose, frequency and duration not reported) for peritonitis. Four days after onset, the patient began treatment with cefazolin (2.075g per day, intraperitoneally, for 14 days) for peritonitis. Dianeal therapies were ongoing. The patient was retrained on proper aseptic technique. At the time of this report, the patient was recovered from the event. No additional information is available.